Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced a low blood glucose (bg) of 40 mg/dl. Customer stated that the cause was due to user error as the customer delivered too large of a bolus. Reportedly, customer consumed carbohydrates to resolve the issue.